Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt had an unk driveline infection. The pt took bactrim medication for the infection.

Manufacturer narrative:
Add'l info submitted to the MFR indicated that the pt is doing well at home and the wound is clearing up nicely. The pt's frequent alarms of low flow have also decreased since the pt's blood count is up to 10.0. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.